Manufacturer narrative:
An event of was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited intermittent undersensing following implant. The patient was brought into clinic on 2/1/2018 and the device was reprogrammed.